Event description:
The patient was implanted with a perigee graft on (B)(6) 2007. Within months after implantation, it was reported the patient experienced mental anguish, mesh erosion, infection, and chronic debilitating pain and injuries leading to the need for further surgery.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.